Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. Consumer sought medical treatment for infection of earlobes in 2000. The earrings were removed and antibiotics were given.